Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: phone.

Event description:
Customer reporting unknown number of false positive sofia sars results for unknown number of patients. It is unknown whether the patients were asymptomatic or symptomatic. The customer communicated that the results were confirmed negative through pcr testing. Attempts were made to contact the customer for more information. The customer was unable to provide further details and clarification.